Manufacturer narrative:
(B)(4). Device labeling: adverse events; the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation of the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.

Event description:
Healthcare professional reported after injection with juvederm ultra xc in the cheek area, pt developed pain and swelling at the injection sights, which was diagnosed as an allergic reaction. Pt treated with an "oral steroid and an antibiotic". The healthcare professional stated that they did not believe that the pt had an infection but prescribed the antibiotic as a precautionary measure. The lasted update from the treating physician noted "the pt is fine now" with the exception of a small amount of swelling.